Event description:
It was reported while using one (1) bd bbl chromagar mrsa ii / chromagar sa, there was staphylococcus aureus isolates growth on the mrsa selective agar. This indicated a positive result for mrsa, however upon confirmation testing, it was determined to be mssa and the original testing was a false positive result. There was no health impact or consequence reported. This is report 8 of 9.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.